Event description:
It was reported that during implant of the paddle lead, the neuro monitoring technician noticed a decrease in neurological activity on the left leg. The lead was removed, neurological activity returned to normal, and the procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.